Manufacturer narrative:
The device has not been received for bench repair. Philips is in the process of obtaining additional information concerning this event and the complaint is still under investigation. A final report will be submitted once the investigation is complete.

Event description:
Philips received a complaint on an intellivue x3 patient monitor indicating that the screen was displaying a speaker malfunction error; speakers are not functioning. The device was not in clinical use at the time of the event. No adverse event was reported.